Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited undersensing in the right atrial (ra) channel. Technical services (ts) was contacted and recommended follow up with the physician to check the ra lead or reprogram. There was an initial suspicion that there might be loss of capture (loc); however, after reviewing the electrogram (egm), ts noted that undersensing best described what was visible. This ra lead remains in service. No adverse patient effects were reported.